Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the psi was higher than the normal range. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. Masimo sedline module and customer cable were connected to masimo root and functionally tested. Waveform and measurement values, including emg, dsa and psi were displayed with sedline test plug. No artifacts or abnormal signals were observed. No errors or interruptions to measurements were observed. No loss of measurements with cable bending. Alarms were functional. The module was tested for 5 minutes continuously and no errors were observed. The module passed psi comparison measurements. Visual internal inspection was performed. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. The module was found to be fully functional., corrected data: d4 model # was updated from 9513 to 26619.

Event description:
The customer reported the psi was higher than the normal range. No patient impact or consequences were reported.